Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that back light not working, the screen was a disaster, worn, cloudy, couple scratches, hard to read. The customer reported that they had received the failed battery alarm. Troubleshooting was performed for back light anomaly, cosmetic damage and failed battery test. The customer reported that the screen was hard to read. The customer reported that the backlight anomaly and low battery alarm was resolved after troubleshooting. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify backlight anomaly and failed battery test alarm due to buttons not responding. Insulin pump received cracked battery tube.